Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the touchscreen was scratched. Customer blood glucose level was "low". Reportedly, the customer declined to provided further information and further troubleshooting with tandem technical support.